Event description:
A report was received in 2002 regarding a memory lens which had been explanted due to opacification. No other information was provided, although numerous attempts were made to obtain more details on the incident.